Event description:
The customer reported that the monitors were not working. This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse. The system operates as intended.